Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included frequency urinary, migraine, back pain, shoulder pain, night sweats, lack of libido, joint swelling, itching, muscle ache, hot flashes, tooth disorder nos, breast pain, memory loss, bloating, anxiety, ovarian cyst, bladder infection, uti, weakness, cervix inflammation, polymenorrhoea and ear ringing. (B)(6) 2019- final diagnosis: a, uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix: mildly inflamed transformation zone mucosa - neither dysplasia nor malignancy , endometrium: proliferative pattern endometrium - neither hyperplasia nor malignancy - myometrium: no pathologic abnormality - fallopian tubes: . Bilateral essure devices grossly identified - no pathologic abnormality. Concomitant products included levofloxacin (levaquin) and vitamin b complex (vitamin b). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps,"), allergy to metals ("nickel sensitivity"), musculoskeletal discomfort ("crushing sensation around hips"), autoimmune disorder ("auto-immune like symptoms"), genital haemorrhage ("bleeding,/abnormal bleeding"), rash ("skin rashes"), paraesthesia ("electric current through the body/crushing sensation around hips"), confusional state ("confusion,"), agitation ("agitation,"), feeling abnormal ("brain fog"), myalgia ("muscle soreness"), musculoskeletal disorder ("unable to close hands at times"), arthralgia ("joint pain"), fatigue ("fatigue,"), insomnia ("insomnia,"), nausea ("nausea,"), vomiting ("vomiting,"), alopecia ("hair loss"), vision blurred ("blurr vision"), menorrhagia ("menorrhagia,"), tooth loss ("tooth loss"), palpitations ("palpitations,"), headache ("headaches"), pain ("stabbing side pain upon standing"), dizziness ("dizzy."), disturbance in attention ("lack of concentration"), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea,"), dyspareunia ("dyspareunia") and arthropathy ("still joints") and was found to have weight decreased ("weight loss") and quality of life decreased ("hated life, found no enjoyment due to pain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy, essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, allergy to metals, musculoskeletal discomfort, autoimmune disorder, genital haemorrhage, rash, weight decreased, paraesthesia, confusional state, agitation, feeling abnormal, myalgia, musculoskeletal disorder, arthralgia, fatigue, insomnia, nausea, vomiting, alopecia, vision blurred, menorrhagia, tooth loss, palpitations, headache, pain, dizziness, quality of life decreased, disturbance in attention, uterine haemorrhage, dysmenorrhoea, dyspareunia and arthropathy outcome was unknown. The reporter considered abdominal pain lower, agitation, allergy to metals, alopecia, arthralgia, arthropathy, autoimmune disorder, confusional state, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, insomnia, menorrhagia, musculoskeletal discomfort, musculoskeletal disorder, myalgia, nausea, pain, palpitations, paraesthesia, pelvic pain, quality of life decreased, rash, tooth loss, uterine haemorrhage, vision blurred, vomiting and weight decreased to be related to essure. The reporter commented: insertion details-microinsert was deployed. Device was removed. Good placement confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral essure implants in good position with no evidence for tubal patency. Ultrasound scan vagina - on (B)(6) 2016: both essure are seen and are placed in the proper position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:insomnia, fatigues, pelvic pain, joint pain, rashes, dysmenorrhea, hair falling, nausea, palpitations, blurred vision, weight loss, tingling, uterine bleeding, allergic to nickel, decreased concentration, dizziness, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included frequency urinary, migraine, back pain, shoulder pain, night sweats, lack of libido, joint swelling, itching, muscle ache, hot flashes, tooth disorder nos, breast pain, memory loss, bloating, anxiety, ovarian cyst, bladder infection, uti, weakness, cervix inflammation, polymenorrhoea and ear ringing. (B)(6) 2019- final diagnosis: a, uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix: mildly inflamed transformation zone mucosa, neither dysplasia nor malignancy. Endometrium: proliferative pattern endometrium, neither hyperplasia nor malignancy. Myometrium: no pathologic abnormality. Fallopian tubes: bilateral essure devices grossly identified. No pathologic abnormality. Concomitant products included levofloxacin (levaquin) and vitamin b complex (vitamin b). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps,"), allergy to metals ("nickel sensitivity"), musculoskeletal discomfort ("crushing sensation around hips"), autoimmune disorder ("auto-immune like symptoms"), genital haemorrhage ("bleeding,/abnormal bleeding"), rash ("skin rashes"), paraesthesia ("electric current through the body/crushing sensation around hips"), confusional state ("confusion,"), agitation ("agitation,"), feeling abnormal ("brain fog"), myalgia ("muscle soreness"), movement disorder ("unable to close hands at times"), arthralgia ("joint pain"), fatigue ("fatigue,"), insomnia ("insomnia,"), nausea ("nausea,"), vomiting ("vomiting,"), alopecia ("hair loss"), vision blurred ("blurr vision"), menorrhagia ("menorrhagia,"), tooth loss ("tooth loss"), palpitations ("palpitations,"), headache ("headaches"), pain ("stabbing side pain upon standing"), dizziness ("dizzy."), disturbance in attention ("lack of concentration"), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("dysmenorrhea,"), dyspareunia ("dyspareunia") and arthropathy ("still joints") and was found to have weight decreased ("weight loss") and quality of life decreased ("hated life, found no enjoyment due to pain"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy, essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain lower, allergy to metals, musculoskeletal discomfort, autoimmune disorder, genital haemorrhage, rash, weight decreased, paraesthesia, confusional state, agitation, feeling abnormal, myalgia, movement disorder, arthralgia, fatigue, insomnia, nausea, vomiting, alopecia, vision blurred, menorrhagia, tooth loss, palpitations, headache, pain, dizziness, quality of life decreased, disturbance in attention, uterine haemorrhage, dysmenorrhoea, dyspareunia and arthropathy outcome was unknown. The reporter considered abdominal pain lower, agitation, allergy to metals, alopecia, arthralgia, arthropathy, autoimmune disorder, confusional state, disturbance in attention, dizziness, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, insomnia, menorrhagia, movement disorder, musculoskeletal discomfort, myalgia, nausea, pain, palpitations, paraesthesia, pelvic pain, quality of life decreased, rash, tooth loss, uterine haemorrhage, vision blurred, vomiting and weight decreased to be related to essure. The reporter commented: insertion details-microinsert was deployed. Device was removed. Good placement confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral essure implants in good position with no evidence for tubal patency. Ultrasound scan vagina - on (B)(6) 2016: both essure are seen and are placed in the proper position. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:insomnia, fatigues, pelvic pain, joint pain, rashes, dysmenorrhea, hair falling, nausea, palpitations, blurred vision, weight loss, tingling, uterine bleeding, allergic to nickel, decreased concentration, dizziness, quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.